Event description:
During gallstone removal, the physician used a cook fusion lithotripsy extraction basket. It was reported that when taking stones, the basket wire at the handle of the lithotripsy basket was broken and could not be used anymore, so it was discarded. The nurse opened a new disposable lithotripsy basket with the same rpn and lot number, was used to successfully complete the patient's operation. The initially provided translation of the description of event indicated that lithotripsy was being performed but additional information was provided indicating that lithotripsy was not performed so we reassessed the initial report and determined that the word lithotripsy had been used to describe the basket and not the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, a nonconforming device from this lot, captured in another complaint, identified that the cannula and drive wire were insufficiently torqued during the manufacturing process, leading to drive wire detachment. This report is therefore considered to be confirmed. Production management and the department team leads were notified of this occurrence. A corrective action has been initiated to reduce occurrences of drive wire breakage/detachment. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During lithotripsy for gallstone removal, the physician used a cook fusion lithotripsy extraction basket. It was reported that when taking stones, the basket wire at the handle of the lithotripsy basket was broken and could not be used anymore, so it was discarded. The nurse opened a new disposable lithotripsy basket with the same rpn and lot number, was used to successfully complete the patient's operation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. As mechanical lithotripsy applies a high force to the drive wire, basket wires and the stone if the stone requires a force to fracture that exceeds the tensile strength of the drive wire or basket wires, breakage will occur. The IFU includes the following warning "basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.